Event description:
It was reported that the pump usb port was observed to be damaged, and the pump will no longer charge. Subsequently, the customer went to the emergency room (ER) due to a blood glucose level of 480 mg/dl. The customer was treated with manual insulin injection, and released from the ER approximately 3-4 hours later with no permanent damage. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.